Event description:
The reporter contacted animas on (B)(6) 2012 requesting a review of the settings and if the pump was calculating the correct amount of bolus to give. There is no additional information at this time. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.